Event description:
The consumer's friend or family member reported that the patient experienced a loss or change of therapy. It was noted that in (B)(6) 2016, the patient experienced a return of leaking while walking. She was feeling stimulation. There was no fall or trauma related to this issue and there were no changes in fluid intake. The reporter also noted that the patient had a urinary tract infection (uti) and she was treated. They planned to take her for a recheck. Furthermore, they were going to visit the patient's primary care physician and planned to make decisions from there. She wanted to leave her settings as they were till she met the doctor. There was pain in the buttock area which was noticed after the setting was increased to 3v. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.